Event description:
It was reported that after connection to the device, the right atrial (ra) lead had random oversensing. The lead was reseated into the header multiple times. Noise was seen after implant. The lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5568-45 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.